Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they did not stay to support the procedure. Rep was asked to attend to obtain an xray to confirm the system was not compromised due to twiddling. After it was confirmed that the patient did not touch the implant, and this happened due either an allergy or poor skin/pocket integrity, the mdsaid their presence was not needed and they left the premises. They asked for the device but it is against the hospital¿s policy to release the explant to reps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the ins broke through the skin about an inch above the implant incision. The patient had history of rubbing and scratching at that area. Entire system was explanted.